Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported when unit was installed in bay, all functions were ok. Later in the day when on the patient the clinical specialist noticed that whilst alarms had visual indications, there was no alarm sound, even changing the volume had no effect. There is no patient injury reported.

Manufacturer narrative:
The iacs logs from the event were reviewed by engineering. After reviewing the corresponding logs, it could be confirmed that the pulse tones and audible alarms were not working during the event after being in standby. The no audio issue at both the cockpit and m540 was reproduced during the investigation. It has been determined that there is a bug in the microsoft windows audio service subsystem that causes a loss of all audio. A field safety corrective action has been released to current users of iacs vg5 for a mandatory downgrade to vg4. The field safety corrective action released for this issue is not applicable for the devices in the us market where the affected software version is not used.

Event description:
Please refer to the initial report.